Manufacturer narrative:
Tracking number (B)(4)2013003. Covidien is submitting this report on behalf of (B)(4) (importer). .

Event description:
Procedure: stress ui/ pelvic organ prolapse. According to the reporter: as a result of having the product implanted, the patient has experienced infections, pain, mental anguish, discharge and multiple corrective surgeries. Product was used for therapeutic treatment. Avaulta solo posterior synthetic support system was reported to be used/ implanted during this procedure.